Event description:
The filter separated from the return line tubing that was exiting from the top of the filter. The new filter and tubing were obtained. The tubing with the filter was being set up and had not been in use.